Event description:
Same case as MDR ID # 2134265-2013-07943 and 2134265-2013-07937. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a sled and coronary catheter intended to visualize the lesion. Access was obtained via femoral artery. It was noted that during a left heart catheterization(lch) diagnostic procedure, the motor drive unit was unable to perform automatic pullback even though the sled was recognized. Manual pullback was performed without problem and completed the procedure. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).